Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to get invasive blood pressure after a software upgrade. No pt involvement.